Manufacturer narrative:
The customer reported the device independently delivered two boluses of insulin that were not requested or programmed. The customer reported receiving a 6 unit and 9 unit insulin dose while the controller was in his pocket. The customer reported his blood sugar dropped to 63mg/dl and was treated by consuming juice. Medical treatment or interventions were not required. The customer stated the bolus doses may have been programmed if the screen was unlocked and in his pocket while walking. At the time of this report the physical device has not been received for further investigation. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that whilst on a 3 mile walk the omnipod personal diabetes manager (pdm) gave 2 uncommanded boluses. One for 9 units and the other was 6 units.